Event description:
It was reported by the repair center that the unit has low o2/alarming and the primary cause of the malfunction is due to a leak at the manifold. No patient injury reported, no additional information provided.